Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt died from respiratory complications due to severe anemia (not getting enough oxygen). The need for blood products was a result of cardiac surgery; however, the pt did not accept blood products because it was against his religion. The pt's family withdrew support. No autopsy was performed.